Manufacturer narrative:
At this time the device remains implanted while the lead was capped and remained in the patient. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this at a routine follow up high out of range pacing impedances were noted on the right ventricular (rv) lead associated with this cardiac resynchronization therapy defibrillator (crt-d). These impedances had increased since the implant procedure. At the most recent follow up, it was noted that the impedances had risen once again and an increase in pacing thresholds was also noted. Subsequently, at a one month follow up the thresholds had increased and a new lead was implanted. The device remains implanted while the old lead was capped and left in the patient. No adverse patient effects were reported.